Event description:
As reported, during a laparoscopic appendectomy procedure the bard/davol hydrosurg laparoscopic irrigator leaked brown fluid near the battery not long into the case. It was reported that the leakage has happened multiple times. There was no reported patient harm.

Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator leaked irrigation fluid. The subject product was returned for evaluation. Visual evaluation of the sample finds minor corrosion inside the hydrosurg battery case. Fluid leaked into the pump housing and presented in the lip seal barrier. Rtv was identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause determined to be manufacturing related. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note the date of event is estimated based on the information provided. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.